Event description:
The introducer needle was inserted and able to insert PICC to hub. The introducer needle was withdrawn, but would not peel away. When attempted to peel, the needle broke off one side, but would not peel away. In attempts to peel away the needle, the catheter was punctured necessitating removal of the catheter and an additional venipuncture for the patient.